Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties occurred. After placing a 3.50x12mm taxus express2 drug eluting stent (des) in an unspecified lesion, the physician was trying to pull the stent delivery system (sds) back into the guide catheter and sds became "hung up" on the guide catheter. The physician removed everything as a system and it was noted that there was a "hard substance" that the physician was unable to get past with the sds. The procedure was successfully completed with no pt complications reported. The pt's current condition is listed as "fine". Additional information was requested, but none was received.